Event description:
A freezing container was found ruptured when immersed in liquid nitrogen for cryopreservation. It is assumed that the contents of the containers, blood stem cells for transplantation, were disposed of at the time of the events. It is assumed that sufficient back up cells were on hand for transplantation. No adverse pt events reported in association with these breakages. At the time of this report the containers have not been returned for evaluation. This type of event has been confirmed before from other customer sites. The root cause of these sporadic rupture events has not been conclusively determined. In-house testing has however shown that the breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservation. The containers are extremely fragile when frozen and care must be taken not to mechanically damage the containers which would allow the ingress of liquid nitrogen.